Event description:
It was reported that "it was unable to pace during use. No patient injury was reported.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
One bipolar pacing catheter with a syringe and one non-edwards 5f introducer was returned for evaluation. The catheter body was received in good condition. Continuity testing was performed on the distal and proximal electrodes and there were no open or intermittent or short conditions observed. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body was observed. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The customer report was not confirmed during the evaluation. No indication of a manufacturing defect was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.